Event description:
Merit prelude sync ez radial band - regular had air leak; placed on patient's radial artery post sheath-removal and did not maintain instilled air for duration of use. Roughly 5 cc air leak over 2 hours.